Manufacturer narrative:
Ous MDR - the performance of the lead under complaint was scrutinized. The analysis of the lead demonstrated a rubbed through insulation. This insulation damage can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The cuttings in the insulation occurred most likely during the surgery. The analysis did not reveal any sign of a material or mfg problem.

Event description:
Ous MDR - after an implant duration of about 19 months oversensing on ventricular channel was noted. No adverse pt side effects have been reported. A new lead was implanted.